Event description:
It was reported that during a percutaneous transluminal coronary angioplasty and coronary stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending artery. The physician advanced the 2.5x16mm liberte bare stent delivery system to the lesion, but was unable to cross. It was then observed that the stent struts were open. The procedure was completed with another 2.50x16mm liberte stent delivery system. Additional information has been requested, but not obtained.

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.